Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the cerebral spinal fluid backflow was not investigated during the revision. The patient was currently feeling fine and receiving effective therapy. The specific model of the catheter was not known by the physician and was not documented. ¿it seems an ascenda catheter.¿ should additional information be received a supplemental report will be filed.

Event description:
It was reported that there was a suspected catheter issue. The patient experienced drug withdrawal symptoms. The physician found the pump reservoir almost full at the refill; no further data was available. During the revision the physician found the catheter discolored. The location of the catheter issue was the proximal segment. No diagnostic testing was required. As a result, both the pump and the catheter were replaced. A catheter access port test was performed on the pump and it was ¿ok.¿ reportedly, there were no allegations towards the pump. It was unknown if the issue was resolved. The cause was not determined. Reportedly the pump was discarded but the catheter was to be returned. The patient¿s status at the time of the event was unknown. The event date and pump implant date were noted as approximate. This device system delivered lioresal. Additional information was requested to clarify even t details and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed there was twisting on the catheter body. A kink was also observed at the location where the twisting was seen. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius. In conclusion, the catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).